Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the system with 4 channels attached, 3 of them infusing, all began alarming communication error at the same time. They were able to restart two of the channels, however reportedly the third channel, on the far right, could not be restarted and continued to alarm for a communication error. The infusion programmed on the third channel was changed to the channel next to it, while preparing to change out the system. During the change the patient did experience a transient drop in blood pressure because of the interruption of high doses of (unspecified) inotropes, however there is no report of medical intervention or lasting harm.